Manufacturer narrative:
Additional information to include phone number: (B)(4). During use, the side port arm of the avanti sheath had disconnected from the sheath causing excess blood flow from sheath after insertion. No other information was provided. Given the age of the case no additional information was obtain. The device was not returned for analysis. A product history record (phr) review of lot 17485895 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿side port extension separated during use¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the separated side port. However, it could be related to handling factors. According to the instructions for use, which is not intended as a mitigation, ¿aspirate from the sideport extension to remove any potential air. After aspiration and flushing, consider establishing a heparinized solution or suitable isotonic solution via the sideport extension. The addition of a heparinized saline drip via the sideport can help in the prevention of thrombus formation¿. Neither the phr nor the information available for review suggest a design or manufacturing related cause for the issue experienced. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
During use, the side port arm of the avanti sheath had disconnected from the sheath causing excess blood flow from sheath after insertion. No other information was provided.